Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Although technical support offered to replace the pump, the customer declined the replacement. No additional information was received regarding the outcome of the event.